Event description:
It was reported that the patients right atrial (ra) lead was exhibiting high and unstable threshold levels. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: d224drg, ICD; implant: (B)(6) 2008. (B)(4).